Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, a facility representative reported via (B)(4)that an ar-6480 dw arthroscopy pump outflow suction would not work during a case. The patient was not negatively affected.